Event description:
It was reported that during a stenting treatment procedure the stent collapsed following deployment. Lesion characteristics and clinical factors are unknown. The promus element plus stent delivery system was advanced to the lesion and deployed. Following dilation the stent collapsed radially. The procedure was successfully completed with additional post-dilation. No patient complications were reported and the patient's status was stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).